Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 9/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the patient had a plate placed around his femoral component for a stressed portion on (B)(6) 2008. No fracture was noted. The patient then had his stem removed on (B)(6) 2009 for pain, loosening, and subsidence. There was also questionable infection, but all cultures came back negative. The patient was reimplanted on (B)(6) 2010. During the (B)(6) 2010 operation, the patient coded and went asystole. CPR was performed and heart rate returned. The surgeon noted the patient was a little unstable, but decided not to plate the patient (as previously planned) as the patient needed to get to ICU. No labs were provided for the alleged high metal ions. There was no indication was to caused the patient to go asystole. The stem is being added to the complaint. The complaint was updated on:9/30/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.